Event description:
It was reported, the patient was implanted the day prior and had pain around the incision site. It was stated, the patient¿s ¿flow¿ was better, but it was felt like the patient¿s frequency had gotten worse. A loss of bladder control was also noted. Stimulation had been increased from 0.8v to 0.9v. The patient wanted to increase further, but was having some communication difficulties. It was stated that the patient was unable to adjust stimulation. After troubleshooting, communication was achieved and the patient was feeling stimulation. Three days later, the patient was still having ¿a lot¿ of pain at the implant site. ¿some¿ improvement since implant was noted, but the patient was still using the restroom every 15 minutes. The patient¿s settings were adjusted. After adjusting, the patient was having burning while they were urinating. Swelling was also noted and this made it difficult to urinate. The patient currently had stimulation off until they could talk to a doctor or manufacturer representative. Two days later, it was again noted that the device was not helping the patient with their urination during the day or night. Stimulation was attempted to be increased to 1.3v or 1.4v on program 2, but it was ¿too much¿ for the patient. It was noted, the patient was getting an erection when they attempted to urinate when they were on group 4. Multiple groups have been tried. Information received about two weeks later indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on 2012 (B)(6) was noted. Additional information received indicated the patient never had therapeutic effect. A decrease in therapeutic effect during the night after nighttime urination being ¿ok¿ for the first few days after implant was noted, but the patient wasn't tolerating this anymore. The patient was up 6-7 times per night and they were not getting any sleep. The patient was on program 3 at 3.5v with cycling of 22 seconds on and 28 seconds off. During the day stimulation was down to 3.2v in order to get their urine going. It was added that the emptying of the bladder was also ¿not very good.¿ additional information received stated the patient had multiple reprogramming sessions. The different programs haven¿t ¿worked for therapy.¿ program 3 had cycling and program 4 had no cycling. The patient was on program 3 at 4.0v and they could tolerate it. The patient was still getting up at night to urinate. It was indicated ¿got a little bit of help¿ for 2-3 nights, but then the effect went away. The patient was reportedly feeling stimulation in the appropriate location. Stimulation was felt in the left scrotum area. It was noted that stimulation was on the ¿wrong setting¿ that was ¿too high¿ after being implanted. The patient was stated to be ¿knocked to their knees because it was so high.¿ additional information reported that the patient had a loss of therapeutic effect. It was noted that the patient was on program 3 at 3.9v with cycling and they confirmed that the stimulation was on. The patient stated that this did not seem to help with their symptoms so they increase the stimulation to 4.0v about 1.5 weeks ago but still had issues with no symptom relief. The patient was to meet with their physician on 2013 (B)(6). The patient was going to try to increase stimulation to 4.1v to see if that helped with symptom relief. Additional information received reported the patient continued to have issues with nighttime and daytime frequency. Increasing voltage would give the patient an erection and they were unable to tell when they had to urinate. None of the programs had helped with the frequency. The patient increased stimulation when they couldn¿t feel it. It was further reported that for the last 8 to 10 months the patient had to leave stimulation at 2.0v to get urinary relief. It helped with pain in their groin, but stimulation that high caused the patient pain. The patient endured it because, it gave them relief. The patient saw their health care provider (hcp) 3 months ago and they suggested the patient go to program 3. The patient wanted to try to go down from 2.0v to 1.90v to see if the pain went away and if it still gave them urinary relief.

Manufacturer narrative:
Product ID 3093-28, lot# va022q9; product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.